Event description:
It was reported that the irrigation port hub of the recanalization catheter broke off during flushing. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A lot history review was conducted and identified that a DHR review was not required. This is the only complaint reported to date for corporate lot number fcwl10013. The investigation is confirmed for a break as the y-connector was observed to be broken. The definitive root cause could not be determined based upon available info. The root cause is not likely mfg related as of all catheters are flushed with air 100% prior to packaging (B)(4).